Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix retracted. Accurate measurement of the helix is not possible due to bent helix. The lead inner insulation is slightly stretched at 15.1 cm which may have contributed to the helix extension/retraction issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix would not fully extend while inside the patient, even after 15 turns. The physician then attempted to retract the helix, and it would not fully retract. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.